Manufacturer narrative:
(B)(4). Date sent: 10/7/2021. Additional information. The patient, 53 years old, male.laparoscopic partial hepatectomy + cholecystectomy was performed on (B)(6) 2021 .the operator used stapler (cec60a) and a reload (cecr60b).the operator stated that the firing process of the stapler was smooth. Upon firing, the staple tissue of the hepatic pedicle was severed, and the anastomotic line was normal type b staple formation, but the anastomotic line oozing occurred. After hemostasis with the electrotome; , no bleeding of the anastomotic line was observed and suture was also used to fix.the intraoperative blood loss was about 100 ml without blood transfusion.the patient recovered well after surgery and was discharged from the hospital, and no subsequent complications were reported.

Manufacturer narrative:
(B)(4). Batch # e200000337. (B)(4). Investigation summary: the analysis found that one cec60a device was returned with no apparent damage and with two reloads present. The cecr60b reload (b) was received fully fired and with the pan partially dislodge at the proximal end left side. The gst60w reload (c) was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the partial hepatectomy surgery, when severing hepatic pedicle tissue, after fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.